Manufacturer narrative:
Continuation of d10:  product ID evproplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient's native annulus perimeter was derived at 23.4mm, but the patient had a narrow sinus of valsalva (sov) and heavy calcification on leaflets. A downsized 26mm valve was chosen to reduce risk of rupture, but oversize was still 12%. Pre-dilation was performed using an 18mm balloon. On the first deployment attempt, the valve was positioned at proper depth but dislodged after release. The valve was snared and lifted up to the ascending aorta, then secured at this position until a second valve was crossed and implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated h.6 this is a system report. The section d information is for the primary device, which was in use with the following: product ID d-evprop23-29 lot 0012138132 use by date 2026-02-05 UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: eleven static images were provided for review. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 73.2 mm with a perimeter derived diameter of 23.3 mm suggesting a 29 mm valve. The aortic valve leaflets were significantly calcified. The sinus of valsalva mean diameter measured 27.8 mm, not meeting the minimum requirement of =29 mm to accommodate the 29 mm valve. It was reported that a 26 mm valve was used. As listed in the instructions for use, the perimeter derived diameter range for a 26 mm is 20-23 mm. Fluoroscopic valve load inspection was provided for review and confirmed a good load. A pre-implant balloon aortic valvuloplasty was performed prior to the implant attempt. During the deployment attempt, the valve appeared to be significantly under-expanded. If a valve is under-expanded: remove the system, perform pre-dilatation, and implant a new valve with a new delivery system. Despite significant under expansion, the valve was released and dislodged after release. Evidence shows that the paddle might have still been attached which could have contributed to the dislodgement. The dislodged valve was snared to the ascending aorta and a second valve was implanted. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: d-evprop23-29 lot: unknown use by date: unknown UDI: unknown. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.